Manufacturer narrative:
(B)(6). An evaluation performed confirmed the customer complaint for shaft of the e-flex probe being damaged where the probe flexes and did not work when plugged in. A visual inspection was performed under a microscope and showed there is damage to the blue insulation. This damage is caused by contact with another source. The e-flex probe is also bent. This is caused by excessive force applied to the probe. The probe was connected to the rf generator for functional testing. All appropriate settings were displayed; however there was no function to the probe when the foot pedal was pressed. No manufacturing related defects were observed. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The shaft of e-flex probe was damaged right where the probe flexes. The probe did not work when plugged in and tried inside patient. Another device was available for use. No patient injury or other complications were reported.